Event description:
It was reported that during a laparoscopic kidney removal procedure, the clip was not formed properly when the device was fired on the renal vein. The event occurred about four times. Although three clips would be needed for the site normally, seven clips were needed to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.